Event description:
The esprit s pacemaker involved in this MDR report was implanted on (B)(6), 2010 without any difficulty. After implantation, the patient went several times back to the hospital in emergency due to dizziness; however, normal pacemaker operation was observed. On (B)(6), the patient came back again to the hospital in emergency with a head trauma after a syncope. The physician monitored the device with surface ECG and abrupt changes in pacing rate were observed: sudden changes from 70 min-1 to a slow rate (42 min-1 and 33 min-1) and very fast rate (128 min-1). A normal lead impedance was measured and capture was confirmed. Due to these unexpected behaviors, the device was explanted and returned for analysis. Another esprit s pacemaker was successfully implanted.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s., however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.